Event description:
The customer reported that the unit fails to power on. The unit failed to power up with both the ac power module and battery inserted or with battery power only.

Manufacturer narrative:
The customer reported that the unit fails to power on. The unit failed to power up with both the ac power module and battery inserted or with battery power only. The customer was sent a new battery which resolved the reported failure.